Event description:
Customer reported a past event of high blood glucose with the specific level unknown, but it displayed as "high." Cause was not known. Customer administered a correction injection via mdi. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.